Event description:
It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The hemostatic valve got displaced stuck in the hub. The vizigo sheath hemostatic valve got stuck in the hub where you check it for bubbles when inserting the dilator. This was before inserting the sheath into the patient. When the sheath was replaced, the issue resolved. There were no reported patient consequences. Additional information: the hemostatic valve got displaced and was stuck inside the clear bubble hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-feb-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The hemostatic valve got displaced stuck in the hub. The vizigo sheath hemostatic valve got stuck in the hub where you check it for bubbles when inserting the dilator. This was before inserting the sheath into the patient. When the sheath was replaced, the issue resolved. There were no reported patient consequences. Device evaluation details: visual analysis revealed that the hemostatic valve was missing inside the device's hub. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. The brim cap and the silicone ring were found in good condition. The damage could be generated with an object or excessive manipulation. The dilator could have been introduced incorrectly, but this could not be determined because the hemostatic valve was not returned. A device history record evaluation was performed for the finished device [00001656] number, and no internal actions related to the reported complaint condition were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)